Manufacturer narrative:
Device received with detached end cap. Device received with detached or broke end cap. Unable to perform any testing including the displacement due to detached end cap. The test infusion set and reservoir does lock into place.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had damaged reservoir compartment. The customer stated they dropped the pump and the side of it popped off and now the pump is not working. The customer was advised to discontinue use of the pump and revert to the back up plan. The insulin pump will be returned for analysis.